Event description:
It was reported that the guide wire would not pass through the guiding catheter. When the guide wire was pulled out, the distal coil had unravelled. Reportedly, there were no pt effects.